Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 8 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced a pump stoppage while at rest at the hospital. The patient's hemodynamic status was reported to be poor after the pump stoppage. The patient was taken to the o.r. And placed on an extracorporeal membrane oxygenation (ECMO) system. The pump restarted when the system controller was exchanged more than one hour after the pump stoppage. X-rays showed percutaneous lead damage a few centimeters from the system controller. A percutaneous lead evaluation was performed, which confirmed a damaged green wire. An ungrounded patient cable was provided for use with the power module until the patient's pump was exchanged on (B)(6) 2016.

Manufacturer narrative:
The pump was returned with the percutaneous lead (lead) cut less than 1 inch from the pump housing and a portion of the lead, measuring approximately 11 inches in length, was also returned. Electrical continuity testing of the 11 inch portion of lead did not reveal any discontinuities or shorts. The shielding and bionate layers of the lead were removed and examination of the underlying wires revealed disruptions in the insulation of the yellow, red, orange, brown, and black wires between what would be 4.5 to 5.5 inches from the pump housing. As a result of the disruptions, the underlying conductors of these wires were exposed. The disruptions appeared to be the result of repetitive movement of the lead in this area. The disruptions in the wire insulations would have interrupted pump function as a result of a phase to phase short if the exposed conductors from any of the wires made direct contact with one another or simultaneous contact with the braided shield while the device was supported by batteries. The disruptions in the wire insulations would have also interrupted function if the exposed conductors of any of the wires contacted the braided shield creating an electrical short to ground while the device was supported by the power module. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.